Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss as the implant did not osseointegrate. Revision surgery is planned but has not taken place as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.